Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.50mm x 38mm, concentric, de novo target lesion and was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a 3.5 6f jl non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2 x 10mm maverick balloon catheter, a 2.50x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion; however, advancing difficulties were encountered. The stent became stuck in the lesion and could not easily be pulled back. The guide catheter became stuck in the vessel and ripped off the stent from the balloon. The whole assembly was carefully removed the procedure was completed with a 2.5 x 38 promus element¿ stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds); (B)(4) was returned for analysis. The stent had detached from the balloon during procedure and was not returned for analysis with the device. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was evident inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and removal difficulties occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 2.50mm x 38mm, concentric, de novo target lesion and was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. After a 3.5 6f jl non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2 x 10mm maverick balloon catheter, a 2.50x38mm promus element¿ plus drug eluting stent was advanced to treat the lesion; however, advancing difficulties were encountered. The stent became stuck in the lesion and could not easily be pulled back. The guide catheter became stuck in the vessel and ripped off the stent from the balloon. The whole assembly was carefully removed the procedure was completed with a 2.5 x 38 promus element¿ stent. No patient complications were reported.